Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, while the device was being applied for final anastomosis, the device was difficult or unable to load. During the mating of the pre tilted anvil of the device and the stapler handle of the surgeon struggled to connect the 2 components. This led to a lot of stress on the tissue that was to be anastomosed. After many attempts, the components were successfully mated and the device functioned as normal and the anastomosis was created. The patient is still in hospital and being observed to make sure the tissue heals and is not torn in any way.